Manufacturer narrative:
The information received indicated that the stent could not pass through the target lesion in the left anterior descending (lad) artery. The lesion had 80% stenosis, was tortuous and calcified. The physician changed to another stent and was successful. Additional information was received that indicated the target lesion was the mid lad with 90% stenosis. During advancement, the stent dislodged at the lad. The physician retrieved the stent timely. There was no impact to the patient. Multiple attempts to obtain additional information have been made without success. One non sterile cypher select + 3.00mm x 33mm was received coiled inside a plastic bag. The sds was wavy; this condition on the shaft could be related to the way the unit was sent for the analysis. The balloon was not inflated, it was folded and pleated. The stent was received separated from the balloon, one end was uplifted and twisted, and the other end was uplifted. The stent was compressed in the middle area and also it was stretched. During microscopic analysis marks of crimping and bumping were observed in the balloon. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure to cross could not be confirmed with functional testing of the device as received. The reported stent dislodgement was confirmed. Difficulty crossing a lesion or an anatomical structure is a known procedural occurrence and is usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient anatomy, operator technique and appropriate device selection. It was reported that the stent dislodged during advancement; however, it is not known if initially the stent dislodged into the vessel or proximally onto the delivery system. It is not known at what point as related to the procedure that the stent completely dislodged from the balloon or how the stent was retrieved. With the limited available information although no definitive conclusion can be made, it appears that procedural factors and vessel/lesion characteristics may have contributed to the inability to cross the lesion and the stent dislodgement. Neither the DHR review nor the product analysis suggests that the reported failures and stent damages could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Event description:
It was reported that during a laparoscopic gastric bypass, the gas leaked profusely out of trocars when the co2 was attached. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
The product involved is not distributed in the united states, however, it is similar to the cypher sirolimus-eluting coronary stent distributed in the united states.additional information will be submitted within 30 days from receipt.

Event description:
The information received indicated that the stent could not pass through the target lesion in the left anterior descending (lad) artery. The lesion had 80% stenosis, was tortuous and calcified. The physician changed to another stent and was successful. Additional information was received that indicated the target lesion is the mid lad with 90% stenosis. During advancement, the stent dislodged at the lad. The physician retrieved the stent timely. There was no impact to the patient.